Manufacturer narrative:
The information provided with initial report was incorrect. The correct information has been provided in this report. The harm code for shock has been removed. The harm code for seizures has been updated. (B)(4).

Event description:
Customer reported via medwatch that they had sensor failing prematurely and giving inaccurate readings with sensor glucose reading of 100mg/dl and blood glucose reading of 40mg/dl, leading to severe low blood glucose with seizure on (B)(6) 2020. Customer also mentioned having replaced the insulin pump for a crack on the back of the insulin pump. Customer did not mention the treatment used. It was unknown if auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer blood glucose value was 40 mg/dl at the time of the incident. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.